Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was returned and the reported gripper arm actuation issue was not confirmed. A review of the lot history record revealed no manufacturing nonconformities to this lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a conclusive cause for the gripper actuation issue. The returned device analysis was unable to confirm the reported inability to lower the gripper arms. It is possible that there were user techniques (e.g. Unintended curves on the device or device flushing technique) which resulted in increased tension on the gripper lumen coils and therefore contributed to the user experience; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Event description:
This is filed to report that the gripper arms could not be lowered. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. After positioning the clip in the left atrium the clip was opened; however, on echo it was observed that both grippers did not go down when the gripper lever was pushed down. The lever was raised and pushed several times and the clip arms were opened and closed several times; however, this did not solve the gripper issue. It was decided to replace the clip with another clip with a new one. 2 clips were implanted were implanted with a final mr of 1-2 . There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.